Manufacturer narrative:
The last calibration for both assays was acceptable. Qc for creatinine was acceptable; glucose qc was outside of 2sd. The alarm history demonstrated abnormal probe sucking alarms. The customer changed the sample probe at the advice of the manufacturer. The customer ran calibrations and qc as well as multiple patient comparisons with another analyzer. The customer was satisfied with the results and refused a service visit. The investigation determined that changing the sample probe resolved the issue.

Event description:
The initial reporter received erroneous gluc3 glucose hk and crep2 creatinine plus ver.2 results on a cobas 6000 c501 (ul) v. The initial gluc results were 56.89 mg/dl. The repeat results were 140 mg/dl. The initial cre results were 1.17 mg/dl. The repeat result was 2.3 mg/dl. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The cre reagent lot was 614053 and the gluc reagent lot was 603564. The expiration dates were requested but not provided.